Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass of gastroenterostomy, the first firing of the device was successful, however at the second firing of the device, the knife did not advance and the anvil plate came off the anvil fork. The surgeon confirmed the device properly stapled two-thirds of the line. They then used another device to resolve the issue in order to complete the case. There was no patient injury.